Event description:
It was reported that a pt underwent a total abdominal hysterectomy on (B)(6) 2010 and suture was used. During the procedure, while the surgeon was suturing in the pelvic floor area, the needle broke. The needle fragments were removed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.